Event description:
During pt use, when the ac cable was connected, suddenly a "switched to backup battery" alarm occurred . This issue was solved by removing and reconnecting the ac cable. The pt was ambu bagged and switched to another ventilator. No permanent pt injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was provided.